Event description:
On event date, biomed stated while not in use but plugged into ac started to emit smoke from the vicinity of the power module. Upon further investigation biomed confirmed that the power control pcb was heavily damaged in the area of the htr connector j5. This unit has the older style power board. Biomed stated there was no pt in the unit and yes the hospital did complete an incident report and asked that the biomed proceed to repair this device. Confirmed the failure mode.